Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. During the procedure, when three of the four myomas were cut into small pieces, the rotation of the blade stopped, but it could work. When the last myoma which was hard was cut, the blade did not come out from the sheath though the surgeon grasped the trigger. At that time, the blade rotated in the sheath. The surgeon used a different device to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4) - blade will not advance. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.